Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while performing initial firing of the sleeve, the surgeon clamped on stomach tissue, pressed the green button and tried to fire the device. They squeezed harder the handle and heard a crack on it, but the device did not fire. A new handle and reload was obtained and the procedure went forward as usual. There was no patient injury.

Manufacturer narrative:
Additional info: evaluation summary:if information is provided in the future, a supplemental report will be issued.